Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. The peritonitis was manifested by abdominal pain and vomiting. The same day as the event onset, the patient was hospitalized for the event. It was reported that the patient was not treated with any medication for the event. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. It was reported that the patient has been retrained for proper aseptic technique. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
At the time of this report, the patient was recovered from the peritonitis event and has been discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.